Event description:
The patient had contacted lifescan and reported that her one touch ultra meter would not turn on. There is no allegation of harm or serious injury. During troubleshooting, it was verified that the patient was using the correct test strips. She was asked to press the power button, but the meter would not turn on. The batteries were installed correctly and were replaced less than 1 year ago. The condition of the battery contacts was also good. She was unable/unwilling to answer if she had experienced any symptoms at the time of concern. Her blood glucose readings were not taken on any other device. She did not receive any medical intervention or treatment. There was no further clinical information provided. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since the power issue was not resolved. The patient was sent a replacement meter and some control solution.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.